Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a follow-up for the patient's rv lead, the physician performed an interrogation on the pulse generator. The device was showing premature battery depletion. Currently, the device remains in service. No adverse patient effects were reported.